Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level subsequently increased to 360 mg/dl and a 75 mg/dl ketone level. No backup insulin therapy was available to initially address bg. The customer's father drove the customer to the emergency room (ER) where the customer was subsequently hospitalized. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. No additional information was available regarding the out of range issues and how they were resolved. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. The customer's father declined follow up from the technical support team.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.